Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment included vancomycin and gentamycin (dosage and frequencies not reported) administered intraperitoneally (ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 4 of 5 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14c15071 and h14c22051 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).